Event description:
The report received from the study indicated that during an elective coronary intervention after placement of a cypher select plus 3.5 x 28 mm stent in the mid right coronary artery (rca) target lesion, a distal type d dissection was noted. The dissection was treated by implantation of an additional cypher select plus 3.0 x 18 mm stent. The severity of the adverse event (ae) was reported to be severe. The ae was reported to be unrelated to the study device and a highly probable relationship to the procedure and was not a serious ae (sae).

Manufacturer narrative:
The indication for the procedure was an acute myocardial infarction (ami) with the onset of pain greater than 72 hours, prior to the procedure. The mi was reported to be an inferior st-elevation mi with q-waves. Thrombolytics were administered. The target lesion was the mid/distal rca. The lesion was reported to be de novo, not a bifurcation/ostial or total occlusion, irregular, a moderately tortuous proximal segment, angulation of greater than 45 degrees and less than 90 degrees eccentric, little or no calcium, and type b2. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 16 atm. A total of three (3) cypher select plus stents were implanted in overlapping fashion. A cypher select plus 3.5 x 18 mm stent was implanted at 14 atm with a satisfactory result and was not post-dilated. A cypher select plus 3.0 x 18 mm stent was implanted at 18 atm to treat the previously mentioned dissection (section b5) with a satisfactory result and was post-dilated with a 3.0 x 23 mm stent at 20 atm due to the stent not being fully expanded. A cypher select plus 3.0 x 23 mm stent was implanted at 18 atm with a satisfactory result and was not post-dilated. Ivus was done. The patient was discharged six (6) days after the procedure. A follow-up phone contact with the patient at the one-month period reported the patient was asymptomatic. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.